Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's blood glucose (bg) has been consistently in the 200-300mg/dl without symptoms. The reporter stated that they have been to the md's office multiple times for setting adjustments but adjustments do not help elevated bgs. The reporter stated that the md would like the pump replaced because he told her the pump is not working correctly. The reporter stated no new medications, no new activities/stressors, and no new diet changes reported. The time and date are correct on the pump. Customer support reviewed the pump settings and I:c ratio, basal rates, bg target, isf, and iob are all programmed as desired. The total daily dose is adding up correctly. The reporter stated that the patient is going through a growth spurt. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.